Event description:
It was reported that internal fixation utilizing vhs system was performed in 2002. Radiographs in 10/2002 indicated fracture of lag screw component. Revision performed in 2002 to remove and replace fractured lag screw component.